Event description:
It was reported that pump experienced malfunction due to software error, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding customer actions or support resolution.